Event description:
Consumer called to report being hospitalized due to diabetic ketoacidosis. Was comparing her meter against a competitive brand and was getting different results, was unsure which was correct.

Manufacturer narrative:
Verification of the accuracy for this lot was performed against the current version of the inspection test procedure. Lot passed criteria outlined in the test procedure. Will continue to monitor on monthly complaint trend reports.